Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 51 mg/dl. They had supper and took 10 units of insulin. They suspended the insulin pump. Their last blood glucose level was 120 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.